Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). The helix would not extend due to dried blood in the distal conductor preventing torque transfer.

Event description:
It was reported during the implant procedure that after a second attempt to extend the helix it was observed, by means of x-ray, that the helix did not extend after 16 to 20 rotations. The lead was not implanted. No patient complications have been reported as a result of this event.